Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. The user did not specify if this was the initial use of the device. A follow-up report will be submitted when the investigation has been completed.

Event description:
The user reported that the high pressure tubing tore approx 1 cm from the female connector during an injection. The tubing tore at less than 100 psi after several successful injections at 700 to 800 psi. No harm or injury was reported.